Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 425 mg/dl. The customer was able to rewind the insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.